Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned sure shot drill indicated wear to the flutes from attempted use. This is a single use device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that it was communicated via email that the procedure was completed with the surgeon drilling by hand. There was no extension of surgery time and no patient harm or injury is being reported as a result of this device related incident. Based on the provided information, no further clinical assessment is warranted. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the surgeon inserted the drill at the distal nail ml screw hole and the drill was interfering with the nail, so the surgeon stopped drilling and removed the drill, then he found that something black had been attached to the drill. The surgeon had to drilled by hand and inserted the screw.